Event description:
A report was received stating that during patient use, a ventilator generated a device alert which led to staff switching the patient to an alternate ventilator without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.